Manufacturer narrative:
Additional information was received on (B)(6) 2021. The explant was rescheduled to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate plus profile 300cc saline prostheses experienced bilateral deflation post procedure. As a result, bilateral explant is planned for (B)(6) 2021. See 1645337-2020-16379 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6723120 on december 30, 2020, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6), 2021 mentor became aware that it erroneously omitted the checked values in b1 and b2. The correct values have been populated with this report.